Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the single port instrument arm drape disc kept falling off without catching on the robot and preventing the procedure from proceeding to the second stage of draping. A new drape was used to resolve the issue. The procedure was completed with no patient injury.